Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, gastrointestinal bleeding occurred. Bleeding was observed in both the upper and lower gastrointestinal tracts. Since no endoscopy was performed, it was not possible to identify the bleeding site. For activated clotting time (act), heparin was used, and no treatment such as discontinuation of anticoagulant therapy had been performed. The bleeding could not be controlled, the treatment was discontinued, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.